Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had air or water flow that was weak, ineffective air and ineffective insufflation issues. The issue was found during an unknown diagnostic procedure. The device was returned for evaluation. During the device evaluation, it was found that there was a half side of the nozzle clogged with foreign material (black stuff) in the scope. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the malfunction documented in b5, the additional evaluation findings were as follows: the angle wires became stretched, crack of adhesive on bending rubber section cover, objective lens was chipped due to a shock caused by dropping and knocking the endoscope to a hard surface/object, the light guide lens was cracked due to a shock caused by dropping and knocking the endoscope to a hard surface/object and crack of resin part (crack due to impact such as dropping/crack of molded part due to physical /chemical stress (caused by handling). The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was a colonoscopy. The procedure was completed without any delay.